Event description:
Caller reported a malfunction on the pump, which occurred after the pump was taken through airport scanners. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer whether their blood glucose exceeded 500 mg/dl. Technical support provided information on using the pump while traveling and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to follow up if the issue recurred. The caller acknowledged and understood the instructions and resumed insulin deliveries.